Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not had any prior medical history of right bundle branch block (rbbb)/left bundle branch block (lbbb) or atrioventricular block (av). The length of the membranous sputum was noted to be 0mm and the patients anatomical measurements are the diameter of valsalva - r:25.3mm, l:28.2mm, n:27.3mm; height of valsalva - l:19.3mm, r:20.3mm, n:17.6mm; effective orifice area - 273.5cm2; perimeter of annulus - 60.5mm, ascending aorta diameter mm - 30.1mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, immediately after the insertion of left ventricular (lv) wire into the lv, the patient¿s intrinsic rhythm was observed to be prolonged and a complete av block occurred. The patients temporary backup pacing did not activate so they went into transient cardiac arrest. The reason for the temporary backup pacing not activating is unclear. The navitor device was able to be successfully deployed at a depth of 1mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc) without complications. Post-procedure, complete atrioventricular block (cavb) persisted. The patient was managed conservatively with temporary pacing. The hospitalization period was extended for follow-up monitoring of the patient¿s heart rate. The physician doesn¿t believe the patient or user experienced adverse health consequences due to the performance of the product. It was reported that, no other intervention occurred to treat the cabv. There was no clinically significant delay reported. The patient¿s current status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete atrioventricular block during navitor implant procedure was reported; the av block persisted post procedure. Also reported that the patient's temporary backup pacing did not activate so they went into transient cardiac arrest. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected and surgical intervention was a result of case-specific circumstance as patient was managed through temporary pacing and a pacemaker to resolve the persistent heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from the field indicated that the valve was deployed at a depth of 1 mm on the non-coronary cusp, shallow than the recommended optimal depth of 3 mm. Please note that per the instructions for use,"prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."